Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations. Continuation of d10: product ID {d-evolutfx-2329}; product lot/serial number {unknown}; product type: {0195-heartvalves}; implant date {n/a}; explant date {n/a}. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant procedure of a transcatheter valve, an 18 french (fr) non-medtronic sheath was used for access at the right common femoral artery (cfa). The implant of the valve was performed without any issues; however, a lower limb angiography was performed that revealed a dissection near the access site. Additionally, blood flow was observed to be stagnant. Subsequently, surgical treatment was performed to address the dissection and the procedure was completed. Per the physician, the non-medtronic sheath or non-medtronic closure system may have contributed to the dissection.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant procedure of a transcatheter valve, an 18 french (fr) non-medtronic (dryseal) sheath was used for access at the right common femoral artery (cfa). The implant of the valve was performed without any issues; however, a lower limb angiography was performed that revealed a dissection near the access site. Additionally, blood flow was observed to be stagnant. Subsequently, surgical treatment was performed to address the dissection and the procedure was completed. Per the physician, the non-medtronic (dryseal) sheath or non-medtronic (perclose) closure system may have contributed to the dissection. Additional information was received to report the minimum diameter of the access vessel was approximately 8mm. The dissection occurred at the end of the procedure. The physician indicated the cause of the dissection was unknown, but speculated a hemostasis issue may have been thecause. The physician indicated there was no anatomical anomaly that contributed to the dissection.